Event description:
Per the clinic, the patient experienced a performance decrement and pain with the device resulting in device non-use.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. Due to the patient experiencing otalgia, re-implantation with another device did not take place. This report is filed september 14, 2016.

Manufacturer narrative:
This report is filed october 18, 2016.

Manufacturer narrative:
(B)(4). Implanted device remains.